Event description:
It was reported that a spectrum pump alarmed an improper shutdown even when there is a normal shutdown and it displayed a false downstream occlusion alarm during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the improper shutdown occurring during normal shutdown was unable to be reproduced. A review of the event history log revealed "improper shutdown!" Message however the event history log cannot be used to determine the means by which power became disconnected. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. Evaluation inspected the device but did not observe any symptom or potential cause of the reported issue. During functional testing, a false downstream occlusion alarm was not reproduced. A review of the event history log revealed "downstream occlusion" message however the log cannot be used to determine if the alarms occurred within appropriate pressure ranges. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. Evaluation sent device for downstream occlusion testing and found that downstream occlusion occurred within specified psi ranges and within acceptable times. Evaluation inspected the device but did not observe any symptom or potential cause of the reported issue. Should additional relevant information become available, a supplemental report will be submitted.